Event description:
Dealer sent a picture of the wheel and was asking if this was covered by warranty. The picture implies large cuts into the tire assembly.

Manufacturer narrative:
N.g product has mixed to production lines training the workers of workshop, enhance the quality awareness of workers, request them to isolate n.g goods once notice the defect responsible person: (B)(4) date: 02/12/2015 training the ipqc and fqc, strictly control defective production, prevent defective wheelchair going to consumers responsible person:(B)(4), date: 02/14/2015.